Event description:
Device 1 of 2: reference MFR. Report: 1627487-2012-01615: it was reported the pt was experiencing his ipg site getting hot while recharging. The pt stopped using his scs system three months ago due to the heating issue. The pt was advised to charge in shorter time periods and take breaks in between, also to make sure to use the pouch provided for charging. A replacement charger was unable to address the issue. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This device was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.